Event description:
The pump was returned for service with a report of "failed on all three channels". Failure code 550 was found in the pump's event history during service. The facility's biomedical engineer reported that this pump came to the biomed department from the clinical floor with a report of failure code 550, but it is not known if this failure occurred during patient use. There was no report of this failure causing any patient injury or medical intervention.